Event description:
Additional info: store the goods at room temperature. Infusion set brand: jierui, national equipment injection 20173144239, model: air intaked3 there is no obvious defect in the appearance of the product remove the problematic product to allow normal infusion, and rule out other clogged tubing

Manufacturer narrative:
Additional information in adverse event and prod prob (b). Investigation result: one 2000e china sample was received for investigation, in which the customer has stated; "on september 11 when a new indwelling needle was given to the patient for infusion, the tube was flushed normally and the needle was prepared for burial. Unable to vent properly. Replaced with another connector and pushed the infusion normally. After the indwelling was completed, the patient returned to the treatment room and the cause was again investigated. The patient was not able to push the infusion normally." The customer also reported that the affected sample was from lot 24015646. As part of the investigation, the customer also provided one wego IV set. A visual inspection of the wego product found no flash or any deviation to the male luer tip that could have affected the connection and activation of the smartsite. Furthermore, visual inspection of the smartsite also did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to functional testing by priming and subjecting to an infusion using the returned wego product and a 50ml bd plastipak syringe, and in both instances no restriction or occlusion of flow was identified. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24015646 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: on september 11 when a new indwelling needle was given to the patient for infusion, the tube was flushed normally and the needle was prepared for burial. Unable to vent properly. Replaced with another connector and pushed the infusion normally. After the indwelling was completed, the patient returned to the treatment room and the cause was again investigated. The patient was not able to push the infusion normally.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.